Manufacturer narrative:
The reliability analysis inspected 1 opened and or used enlite sensor and found needle separated from sensor. It was unable to be confirmed that the customer received sensor in said condition due to customer having returned the sensor opened and or used. There is a complaint against serter.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they put in new sensor and the inserter pulled the whole thing out and it did not stick. The customer states the serter does not release sensor after second button press, and the needle hub is stuck in serter. The customer's blood glucose level at the time of incident was 126mg/dl. Troubleshoot was conducted. The customer is returning sensors and serter for analysis, and will be receiving replacements.